Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as patient made a mistake. On the same day as event onset, the patient was hospitalized for the peritonitis event and was treated with gentamycin injection (ongoing, 40mg per day intravenously), vancomycin injection (ongoing, 1gm every 3rd day, route and duration were not reported) and meropenem injection (500mg, 3 times a day, route and duration were not reported). At the time of this report, the patient remained hospitalized and was recovering from the event. Dianeal therapy was ongoing. The patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
B5: twenty five days after onset, antibiotic treatment was discontinued. And the patient was discharged two days later. At the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.